Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer states, sometimes no insulin flow when priming.

Event description:
It was reported that at least one bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: consumer states, sometimes no insulin flow when priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: customer returned a total of 5 unused 4mm, 32 gauge pen needles from lot 1173074. All of the pen needles were inspected and no defects were found. Each of the pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. All pen needles functioned as intended. Upon removing the pen needles, there was no damage or breakages found to the proximal end of the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.